Event description:
Complainant alleged that the clinicians defibrillated the pt (age and gender unknown) once at 300 joules, then a second time at 360 joules. The clinicians reported observing an arc upon the administration of the second shock, emanating from the anterior pad. The clinicians immediately obtained another set of electrodes and continued pt treatment. The complainant indicated that there was no pt compromise or delay in pt care as a result of the reported malfunction.